Event description:
Healthcare professional reported, right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Patient later reported "extremely sick and caused green discharge to come from nipples" and "swollen lymph node". Healthcare professional later reported "capsular contracture," baker grade unknown and "textured". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: broken device assessed as unidentified (tear) opening (shell thickness was within specification). ¿ anxiety - product/ procedure: unable to observe since it is not related to the device. ¿ nipple discharge: unable to observe since it is not related to the device. ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ abscess: unable to observe since it is not related to the device. ¿inflammation/irritation: unable to observe since it is not related to the device. ¿ pain: unable to observe since it is not related to the device. As per the investigation procedure crease wear abrasion opening was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture. Patient later reported "extremely sick and caused green discharge to come from ¿ nipples" and "swollen lymph node". Healthcare professional later reported "capsular contracture," baker grade unknown and "textured". Plaintiff later reported "biocell devices caused personal injuries and damages including but not limited to the following: increased risk of bia-alcl, emotional distress including fear and anxiety of developing cancer, accumulation of foreign and adulterated silicone particles in their bodies, including the resulting inflammation, cellular damage, and subcellular damage, past and future medical expenses, physical pain and suffering from explantation". Device has been explanted.

Event description:
Althcare professional reported right side rupture. Patient later reported "extremely sick and caused green discharge to come from ¿ nipples" and "swollen lymph node". Healthcare professional later reported "capsular contracture," baker grade unknown and "textured". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: broken device assessed as unidentified (tear) opening (shell thickness was within specification). ¿ anxiety - product/ procedure: unable to observe since it is not related to the device. ¿ nipple discharge: unable to observe since it is not related to the device. ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ abscess: unable to observe since it is not related to the device. As per the investigation procedure crease wear abrasion opening was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture. Patient later reported "extremely sick and caused green discharge to come from ¿ nipples" and "swollen lymph node". Healthcare professional additionally reported "capsular contracture baker grade unknown" and "textured". Device has been explanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.